Event description:
While attempting to cross a target lesion in an unknown coronary artery with a coronary artery stent delivery system, the stenting physician experienced difficulty due to proximal vessel tortuousity. In response, the physician prematurely retracted the protective sheath and continued in an unsuccessful attempt to cross the lesion. During withdrawal of the device, the stent became dislodged and embolized to the peripheral circulation via the femoral artery. There were no pt complications reported relative to this event.